Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/30/2020. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated incisional hernia and adhesions following surgery. It was reported that the patient underwent mesh removal on (B)(6) 2018 due to recurrent ventral hernia and abdominal wall muscle weakness. Mwr-30102020-0000833617 submitted for the adverse event which occurred on (B)(6) 2012. Mwr-30102020-0000833623 submitted for the adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
Date sent to FDA: 11/3/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.